Event description:
It was reported that while setting up the ivtm system for use on a patient, a "pump failure" error message occurred. Several attempts were amde to prime the start-up kit (suk); however, the pump would not turn. Customer reverted to alternative cooling methods (no specific details were provided). There was no harm to the patient as no adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The ivtm system was evaluated onsite. The vexta pump motor was replaced. A complete functional test was performed and passed. Electrical safety test was performed. The customer discarded the vexta motor by mistake. A technician at the customer's site discovered that the problem was with the motor driver pcb.